Manufacturer narrative:
The device was received on april 23, 2020. The investigation is pending.

Event description:
The event occurred on an unknown date in 2020. Customer reported a plum 360 pump fails the volume accuracy test. There is no patient involvement.

Manufacturer narrative:
H10: the volume accuracy test was performed to attempt to duplicate the reported issue of unit fails volume accuracy test. The reported issue was duplicated. The reported issue was not confirmed in history. The probable cause of the reported issue is a defective mechanism. While trying to calibrate the mechanism, the device failed calibration with a proximal air failure. The air pressure and pin (app) printed wiring assembly (pwa) was replaced and mechanism calibrated. The device passed the delivery accuracy test after replacing the app pwa and calibrating.